Event description:
Patient was found with blood on their gown. The trifuse IV administration set luer connection had detached from the patient end of the tubing. It appears to be a bonding issue at the connection.